Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade hi-flo microcatheter. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed outer shaft separation located 6.5cm and 10.3cm from the strain relief with the inner shaft stretched out between the fracture faces. Inspection of the rest of the device found no other damage or defect.the reported fracture was confirmed, although the reported jamming (sticking) could not be confirmed as the hoop was not returned for analysis.

Event description:
It was reported that the device was pulled apart. The target lesion was located in the arteries. A 135/10 renegade hi-flo kit was selected for use in a uterine fibroid embolization. During preparation, the scrub tech attempted to remove the renegade hi flo from the hoop, the device was stuck and pulled apart. Then, the hoop and catheter were flushed adequately. The procedure was completed with a different device. No patient complications reported, there were no complaints and it was tolerated.

Event description:
It was reported that the device was pulled apart. A 135/10 renegade hi-flo kit was selected for use in a uterine fibroid embolization. During preparation, the scrub tech flushed the catheter and hoop prior to removal. However, when removal from the hoop was attempted, the device became stuck and pulled apart. The procedure was completed with a different device. No patient complications were reported.